Event description:
It was reported there was an elective replacement indicator (eri) message at 2.60v. A longevity calculation was performed to estimate the implantable neurostimulator (ins) battery life. The longevity was estimated at 2.74 years which the ¿ins had lasted longer than the estimate.¿ they suspected end of life (eol) before the estimated time. The eri was triggered 3 days prior to report and it was confirmed on the clinician programmer. The therapy impedance and electrode impedance were higher but not over 2,000 and nothing was too low. The lowest reading was <(><<)>1,125 on c2. The highest was 6,580 for 0, 2. The patient had the ability to adjust the stimulation for about 6 months. The ins had lasted longer than the estimate. The patient had not as good therapy control and the patient was going to get scheduled for a replacement.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v670475, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v670475, implanted: (B)(6) 2011, product type: lead; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).